Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered several rounds of anti-tachycardia pacing (atp) for patients ventricular arrythmia. The rhythm did not terminate, so the device successfully delivered a shock. Furthermore, the patient has had ablation and was in recovery. The health care professional (hcp) removed the vt1 zone which seemed to be accelerating arrhythmia. This device remains in service. No adverse patient effects were reported.